Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the large hem-o-lock clip applier instrument got stuck when applying a clip. As a result, a fragment from the instrument allegedly broke off and fell inside the patient but was retrieved. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical (is) contacted the site and obtained additional information regarding the reported issue: the procedure was not recorded on video. The instrument was not reported to be abnormal prior to use. The clip was clamped together and stuck in the instrument at the time of the event. The surgeon used a standard manual instrument to loosen the clip and remove it. There was no damage to the artery as a result of the event. The instrument was in-use for ten minutes before the event occurred. The procedure was not delayed significantly. At this time, the event date is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm nor replicate the reported issue. The instrument was placed on a davinci system for the clip test. After the clip test was performed, the instrument had no issues releasing the clip.